Event description:
Iit was reported by the customer that while placing triple lumen PICC and flush shot out of yellow rubber stopper and when tried to aspirate-got air bubbles from too large of hole in yellow stopper. Had to hold finger over guidewire hole to use. Additional information received on 23-oct-2023: it was reported by the customer "during the PICC insertion, I attempted to flush, and the saline sprayed out of the clear silicone piece that the stylet goes through. When I attempted to aspirate blood, I pulled back air. I had to hold my thumb firmly over the end in order to flush and assess for blood return. No patient harm. The outcome was successful single lumen PICC placement."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.